Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The calibration and quality controls were within expectations. There was no indication for a reagent issue present. The instrument alarm trace did not indicate an instrument issue was present. No adverse events were reported.

Event description:
The customer experienced questionable estradiol ii results during the past couple of weeks. She provided results for three patient samples. Patient 1: all testing for patient 1 was performed on (B)(6) 2011. The initial estradiol ii result recovered 11.72 pg/ml. This initial result was reported outside the laboratory and was questioned by the physician. The sample was repeated on the other analytical e module (serial number (B)(4)) and recovered 1128 pg/ml. The sample was repeated again on this analytical e module (serial number (B)(4)) and recovered 1203 pg/ml. A corrected report was sent for patient 1. The customer reported 1128 pg/ml outside the laboratory as the corrected result. Patient 2: all testing for patient 2 was performed on (B)(6) 2011. The initial estradiol ii result recovered 29.72 pg/ml when tested on another analytical e module (serial number (B)(4)). This initial result was reported outside the laboratory and was questioned by the physician. The sample was repeated on this analytical e module (serial number (B)(4)) and recovered 4300 pg/ml. The sample was repeated again on the other analytical e module (serial number (B)(4)) and recovered 4759 pg/ml (with x5 dilution). The sample was repeated again on this analytical e module (serial number (B)(4)) and recovered 4300 pg.ml. The sample was repeated again on the other analytical e module (serial number (B)(4)) and recovered 5131 pg/ml (with 1x5 dilution). The sample was repeated again on this analytical e module (serial number (B)(4)) and recovered 4300 pg/ml. The sample was repeated again on the other analytical e module (serial number (B)(4)) and recovered 4844 pg/ml (with 1x5 dilution). A corrected report was sent for patient 2. The estradiol ii result considered correct by the customer was 4759 pg/ml and was reported outside the laboratory as the corrected result. Patient 3: the initial estradiol ii, tested (B)(6) 2011 on this analytical e module (serial number (B)(4)), result recovered 729.5 pg/ml. This initial result was reported outside the laboratory and questioned by the physician. The sample was repeated (B)(6) 2011 and recovered 167.3 pg/ml. The analyzer used for repeat testing is not known. A corrected report was sent for patient 3. The corrected result for patient 3 was 167.3 pg/ml. The customer stated either patient 1 or patient 2 had a code of high risk pregnancy, but she did not know which one. The customer was not sure if the patient was pregnant or had in vitro fertilization but one sample did come from a fertility clinic. It is unknown if the patients were affected by the event. No adverse events were reported. The estradiol reagent lot number was 15931701.